Event description:
During investigation of the returned unit and accessories, exposed wires were observed on the power supply cord.

Manufacturer narrative:
One cardiomems patient electronic system and power accessories were received for evaluation. Visual inspection revealed that the power supply cable had exposed wires. No other physical damage on the unit was noted. As received, the unit could not safely be turned on due to the exposed wires on the power supply cord. A test-standard cord was connected to the unit and the unit powered on successfully with no additional interruptions of power or other power aberrations noted. The root cause of the reported event was due to exposed wires on the power supply cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.